Event description:
It was reported by the aci clinical specialist that a male pt underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained at the mid common femoral artery. There were 2 sheath exchanges. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who was in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device did not show an advancer tube once the sheath was pulled back to the handle. The clinical specialist was present for this procedure and reported that she made sure the physician shuttled all the way to the definitive stop. The device was removed from the pt and the pt was converted to 15 minutes of manual compression with no further complications. The pt was ambulated and discharged home the same day. After the procedure, the physician broke the device open. Once the device was opened, the sealant sleeve was removed and there was an advancer tube and sealant.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1214202) indicated that the device lot met all established performance criteria prior to shipment.